Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found; full lead.

Event description:
It was reported that after lead positioning analyzer measurements showed poor r wave - 3-5mv and poor threshold 2.5-5v @ 0.5ms. Impedance was within normal range 700-1200 ohms. Remeasurements after at least 5 minutes of fixation showed no change. Various positions (septal to apical) showed similar results. Patient outcome: patient is fine. The device was not implanted. No patient complications have been reported as a result of this event.